Event description:
Customer received a cartridge change error. Reportedly, there was an o-ring on the pneumatic tap. Customer removed the o-ring and was able to resume insulin therapy. Customer's blood glucose was not adversely impacted.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. Device not returned.

Manufacturer narrative:
There was no investigation preformed for the cart: damaged due to no device being returned for evaluation.